Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Patient reported rupture. Healthcare professional later reported no complaint against the device. The device has been explanted and replaced. This record relates to the left side.

Event description:
Patient reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.